Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant low result for 1 patient tested for crep2 creatinine plus ver.2 on a (crep2) cobas 8000 c 702 module. The sample was initially run and a clot flag was produced. The sample was run again and the initial crep2 result was 11 umol/l. This result was reported outside of the laboratory. A result of 11 umol/l is unlikely for a male. The sample was repeated and the result was 280.5 umol/l. This result better fits the patient's clinical picture. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 333624. The expiration date was not provided. The field service engineer (fse) visited the customer site and found a rinse tube was leaking. The leaking rinse tube randomly drips into the measuring cuvette causing the discrepant results. The fse repaired this and the customer has not had any further issues. The investigation determined that the issue found by the fse was the root cause of the event.